Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the shr did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which doesn't restart after a downstream occlusion. The event happened during programming/set up at infusion center. There was no patient involvement. No additional information is available.